Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter procedure the patient had moved a lot and eventually a map shift was observed on the carto 3 system. The back patches movement was about 32.5 mm. The map shift did not occur during the ablation. No error message was displayed on the carto system. Both the acl catheter and magnetic catheters shifted in the same direction. Regarding the carto 3 system the bwi field service engineer advised that when there is no error to the map shift that indicates that the carto system had compensated for the movement. However if the patient had rolled or the anatomy has somehow shifted due to the patient movement, carto cannot compensate for it and, in some cases, will not display any error message. Therefore this issue was not a failure of the carto 3 system. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Event description:
It was reported that during an atrial flutter procedure the patient had moved a lot and eventually a map shift was observed on the carto 3 system. The back patches movement was about 32.5 mm. The map shift did not occur during the ablation. No error message was displayed on the carto system. Both the acl catheter and magnetic catheters shifted in the same direction. The amount of map shift was not provided. The case was completed conventionally. No patient consequence was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).